Manufacturer narrative:
Date received by manufacturer: 16oct2019. Date of report: 17oct2019. Multiple attempts have been made to obtain additional information regarding this case and the repair status of the device, but to date no additional information has been obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/11/2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the extended self-test (est) would fail with the "battery low" light emitting diode (led) not illuminating and the "battery charge" led was dim. There was no patient involvement.